Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It is suspected that the problem occurred due to the incorrect previous shut down of the system. System was shutdown with key turned on and workstation unplugged. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ would not initialize. There was no adverse pt involvement reported. There was no pt info reported.